Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester went to dissect and began to place the dissection tip into the btt port, the glued piece of the dissection tip popped off. A new unit was used to complete the procedure. The hospital reported that there were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. The visual inspection revealed that the conical tip had detached from the juicer body. There was some adhesive remaining on the ring of the juicer body. The conical tip and the juicer body formed a complete assembly; therefore, no pieces had broken or detached off. There was no evidence of blood on the tip. Based upon these findings, the reported failure was confirmed. A lot history record review was performed and there was no nonconformance related to the reported failure mode. (B)(4).